Event description:
It was reported that due to recurring incontinence and sticky pump the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received supplemental report will be submitted.

Manufacturer narrative:
The ams 800 balloon, cuff, and pump were visually inspected and functionally tested. There was a cuff leak in the shell due to wear at a fold from the outside in. There was no leaks in the balloon but a leak in the pump due to the c-tubing being damaged during explant by a sharp instrument. The pump passed functional testing. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence and sticky pump the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received supplemental report will be submitted.